Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device has been alerting. The alert was triggered due what appeared to be external noise. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.